Event description:
It was reported that during a procedure with this console, it was noticed a smoke smell at the fiber connection level and the fiber was broken. The procedure had to be canceled when the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
D3: manufacturer email: (B)(4).